Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient experienced a fall about a year ago and noticed a change in therapy, as a result the device was showing high impedance readings on the lead. Surgical intervention took place where the system was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.